Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device generated an alarm and performed a restart during use on a patient. There were no patient health consequences reported.

Event description:
It was reported that the device generated an alarm and performed a restart during use on a patient. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by draeger service technician, and the log file was made available for further investigation at the manufacturer¿s site. Based on the investigation including the device examination, a cpu pcb out of tolerance was identified as root cause of the reported device restart during use. Replacing the affected cpu pcb remedied the issue, and the device was successfully tested according to ipm-l test specification. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the safety software detects an internal deviation, the device may attempt a restart. An audible alarm is posted by the device and when the restart occurs, the device briefly powers off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. A single successful restart lasts approximately 8 seconds. In the current event, the device reacted as specified and alerted the user to the detected deviation with a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.